Event description:
Based on the report information, submitted to neomedical on (B)(6) 2009, the kits have in the wrong dilators. There was no patients involved and none of the used products were available for return to neomedical. (B)(4).

Manufacturer narrative:
This report was previously assessed and the decision was there was no indication for MDR reporting, based on the then existing MDR reporting criteria. This complaint file was reviewed by three FDA inspectors and the contents did not warrant a MDR report filing. However, neomedical has updated its complaint handling and MDR reporting procedures. The 2009 and 2010 complaint files were re-examined and based on the changed criteria this MDR report is being filed. An examination of the device was needed to clarify the issue reported, however, the no product sample has been returned to neomedical. Based on the information provided to neomedical there was no adverse event.